Manufacturer narrative:
Unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 3 months. Device evaluation: the report of driveline kinking was confirmed during the evaluation of the replaced section of the driveline. In addition, damage to the silicone jacket was confirmed through the submitted photos. Approximately 12 inches of the external portion/distal end of the driveline was returned. The silicone jacket had been removed up until approximately 1 inch from the end of the metal connector. The bionate layer had been removed 8 inches from the metal connector. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. Upon removal of the clear bionate, shield breakdown was observed about 3 through 6 inches from the metal connector. The shielding was removed and examination of the underlying wires revealed kinks in the driveline approximately 3 and 9 inches from the metal connector. Further examination of the wires in these areas revealed a breach in the insulation of the red wire approximately 9 inches from the metal connector, exposing the inner conductors. The insulation breach of the red wire appeared to be the result of mechanical damage, due to the observed kinking. The remaining wires appeared unremarkable and were submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. Although no alarms were reported for the event, the exposed conductors of the red wire allowed for a potential electrical short to ground when the pump was connected to a tethered power source. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2017, a driveline repair was performed for cosmetic reasons. It was reported that the patient¿s driveline was kinked. There were no alarms or interruptions in lvad support associated with the driveline damage. Evaluation of the returned distal end of the driveline found a breach in the insulation that could have potentially caused the system to stop.